Event description:
Customer reports they had to use 3 different catheter kits to be able to insert the guidewire in the dilator or catheter because "it bended and was too weak". User reports concern for high risk of fracture of the guidewire. There was no patient harm or consequence. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer reports they had to use 3 different catheter kits to be able to insert the guidewire in the dilator or catheter because "it bended and was too weak". User reports concern for high risk of fracture of the guidewire. There was no patient harm or consequence. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.